Event description:
Customer reported an altitude alarm issue with pump, causing blood glucose levels to exceed 500 mg/dl, although the specific value was displayed as "high." Initially, no action was taken to address the high blood glucose. Technical support provided instructions to clean the speaker holes, reset the pump, and attempt to resume insulin delivery with a new cartridge, but the alarm recurred. Customer eventually resumed insulin but alarm persisted within 5 minutes. Customer was advised to wait before further attempts. Ultimately, the pump and cartridge were replaced, and customer opted for a backup therapy using multiple daily injections (mdi) while awaiting a resolution with a potential out-of-warranty loaner pump.